Event description:
Customer complaint: "I received this product yesterday. I am not diabetic. Did an a1c test. I was one point away from being prediabetic so decided to just monitor while I try to correct the issue and normalize my glucose. Back took the first test after fasting 172 I got so frightened I took two more 160 then 150 I slightly panicked then I decided to take another 92 then another 97 then another 110 I said ok the machine is not accurate I did all those test within 1 mins or 2mins took an l on the machine."